Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. No unexpected signal too low error alarm, unexpected restart error alarm or corrupted history file error alarm noted during testing. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 of with blood glucose of 600 mg/dl. There were no symptoms provided related to their high blood glucose. Customer also reported getting the following alarms, unexpected restart signal too low alarm and displayable history crc check failed on startup. Self-test was completed a week ago and passed. Customer stated the insulin pump was stored without a battery customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis